Event description:
Information received indicates the head section ran down, and went into trend by itself.

Manufacturer narrative:
The technician investigated, and could not duplicate the alleged failure. The technician replaced the logic control board as a precaution.